Event description:
It was reported the patient died post implant of the implantable pulse generator (ipg) system. The patient is noted to have passed away during the night in the intensive care unit post-operatively due to a ¿non-cardiac condition¿ however, the cause of death is unknown. Additional information obtained reported there were no complications during the implant and that the patient deteriorated sometime after the case with complaints of pain. The coroners report is currently pending.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).